Manufacturer narrative:
(B)(4)

Event description:
A medtronic representative reported that, while in a cranial procedure, the site navigation system was not plugged into the wall outlet and powered down during navigation. The site then plugged the system into the outlet, however, reported registration was lost. Based on the sterile field, and the patient position, the surgeon opted to bring in an o-arm 1000 imaging system to attempt auto-registration. No further details of trouble-shooting were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
A medtronic representative reported that the site stated when this event occurred, the neurologist had stepped on the power cable and the navigation system immediately shut down; the neurologist was not injured. The system was re-started and they were unable to find the tracer registration that had been performed earlier. An o-arm 1000 imaging system was used for an auto registration. This was a difficultly located lesion and the surgeon performed a biopsy, a viable sample was taken. The patient exam is not available for analysis of the tracer registration. 09/17/2014 a medtronic representative, following-up at the site, found the site had not plugged in their navigation system, or charged it, causing it to power down. After being plugged in for 15 minutes, the system powered-up without issue. When the system was unplugged, it switched to battery back-up, functioning properly. The medtronic representative left the system charging and recommended the site follow this practice, as well. No further issues have been reported. 09/17/2014 the medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.